Manufacturer narrative:
No lot number provided, investigation could not be performed. Trending indicates no further action required.

Event description:
Patient reported skin irritation in the form of blistering, irritation, and open sores. Patient did seek medical attention and was recommended to use an otc skin preparation medication. Patient did not follow proper skin preparation.